Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Device code (B)(4) captures the reportable event of foreign material present in device.

Event description:
It was reported to boston scientific corporation that a radial jaw biopsy forceps was to be used in an unknown procedure performed on an unknown date. During preparation, a dead bug was found inside the packaging. There were no patient complications reported as a result of this event.